Event description:
It was reported that the ventilator had reset (ln vent) alarm conditions. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.